Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable anti-hav g2 results from cobas e411 rack analyzer serial number (B)(4). Data was provided for one patient who was presumed not to be infected with type a. In (B)(6) 2023, the result from the abbott alinity was 0.32. On (B)(6) 2023, the result from the cobas e411 was 0.438 coi (positive). On (B)(6) 2023, the result from a siemens centaur was negative. On (B)(6) 2023, the result from the cobas e411 was 0.45 coi (positive). On (B)(6) 2023, the result from a cobas e801 was 0.427 coi (positive). The same was repeated numerous times on the e411 with results of 1.02, 0.947, 1.06, 1.09 coi (non-reactive). On an e801 on another laboratory, the result was 1.17 coi (non-reactive). On an abbott alinity, the result were 0.24 and 0.11 (non-reactive). It was requested but was unknown if any questionable result was reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.